Event description:
During the ending of a laparoscopic procedure, the scissors broke inside of the patient releasing 2 fragments into the abdomen. One fragment was removed, and another was unable to be located. An x-ray identified a residual 2mm radio-opaque object which was not able to be located. There is no risk of harm to the patient given the diameter of the suspected fragment.